Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of their 4095 surgical table; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4095 surgical table and found no issues with the function or operation of the table. No repairs were required, and the table was returned to service. Based on the technician's inspection and discussion with user facility personnel, a root cause of the event could not be determined. The reported event could not be duplicated. A steris account manager offered in-service training on the proper use and operation of their 4095 surgical table and is pending a response. The device history record for the table subject of the reported event was reviewed and confirmed the table was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported that the head and torso section to their 4095 surgical table "moved down" during a patient procedure. The patient was transferred to another surgical table resulting in a procedure delay. The procedure was completed successfully. No report of injury.